Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 149 mg/dl at then time of the incident. The customer stated that the display was blank and the insulin pump won't turn on. The customer was advised to enter a fresh battery. The device is not expected to be returned for analysis.